Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: the pump's black box showed a call service alarm. The pump was exercised for 24 hours with no issues observed. No call service alarms were duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. It was reported that the call service alarm [054 or 058] had been emitted by the pump more often than expected by the user, but the reporter could not remember the specific code. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.